Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the coring knife was dull. The surgeon used an 11 blade in order to core the ventricle.

Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the returned coring knife, serial number (B)(6), confirmed irregular and rolled edges along the cutting edge which could have contributed to an issue with cutting. Additionally, the returned knife did not cut well during a silicone-pad cut test. The coring knife, serial number (B)(6), was returned without protective caps or the coring knife handle. Some residues consistent with blood were present on the external and internal body as well as the cutting edge. Initial visual inspection of the blade revealed several areas of deformation along the cutting edge. Microscopic inspection of the coring knife was performed which revealed that the blade edge had multiple instances of irregular and rolled edges. During a silicone-pad cut test, the returned coring knife did not cut well, producing a shallow, uneven cut in the test silicone material. An internal investigation by abbott has determined that the issue with the coring knife cutting edge was the result of a manufacturing issue traced to the coring knife supplier. Review of manufacturing documentation confirmed that the coring knife was part of the affected batches identified during this internal investigation. A corrective action was opened with the coring knife supplier to prevent recurrence of this issue and a CAPA was opened to further investigate issues related to the coring knife not being able to cut. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. However, review of the batch history did confirm that the coring knife was part of the lots bracketed by the manufacturing analysis task. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), is currently available. Section 1, "introduction," lists the apical coring knife as an optional component for device implantation. Section 5, ¿surgical procedures,¿ provides information on preparing and handling the coring knife. This section also states that during the implant process, a complete backup system (implant kit and external components) must be available on-site and in close proximity for use in an emergency. No further information was provided. The manufacturer is closing the file on this event.